Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer states during the procedure, the guide wire got kinked inside the catheter and got stuck while pulling it out. The guide wire was replaced with a new one and the procedure was completed with no harm to the patient.